Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for 2 patient samples on a cobas 6000 c (501) module. For patient 1 the initial na result was 105 mmol/l and the repeat result was 145 mmol/l. For patient 1 the initial k result was 3 mmol/l and the repeat result was 4.2 mmol/l. For patient 1 the initial cl result was 62 mmol/l and the repeat result was 100.4 mmol/l. For patient 2 the initial na result was 115 mmol/l and the repeat result was 139 mmol/l. For patient 2 the initial k result was 4.2 mmol/l and the repeat result was 5.2 mmol/l. For patient 2 the initial cl result was 75 mmol/l and the repeat result was 97 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided. The customer noticed that the reaction cells were overflowing. The customer did not notice discrepant results for other tests. The ise check was not acceptable. The customer performed a wash, primed, checked the electrodes, checked the electrode o-rings, cleaned the waste, cleaned the internal solution bath, checked the potassium chloride reagent tubing, cleaned the filter, and replaced the reference electrode. The ise check was acceptable. The customer calibrated, ran qc, and noticed that the reaction cells continued to overflow. The field service engineer (fse) and found that the cells were no longer overflowing. The fse checked the tubing, cleaned the tubing, and cleaned the vacuum path of the rinse station. The fse performed an ise check that was acceptable. The qc was acceptable after the service visit. The investigation determined that the overflowing cells was the root cause and that the issue was repaired by the customer maintenance.